Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal was taken out of the box, it was noticed the seal was unraveling. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.